Manufacturer narrative:
H10: no b3300 product samples, videos, or photographs were returned for investigation. The device history review for lot 3992841 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information in d10. The device is not available to be returned.

Manufacturer narrative:
The sample is available for evaluation. It is yet to be received.

Event description:
The customer reported a microclave neutral connector that leaked approximately 5cc of blood during a drip method blood draw. The clave was leaking around the sides and tops. There was patient involvement, but no harm reported.